Manufacturer narrative:
Date of event - estimated as (B)(6) 2021 as the date of the event is unknown.

Event description:
It was reported via social media that an air embolism and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was being implanted. The patient experienced an air embolism and died as a result of the procedure. No additional information is known at this time.